Event description:
It was reported to boston scientific corporation that an uphold lite vaginal support system was implanted into the patient on (B)(6) 2014 as part of a clinical study. According to the complainant, post procedure, the patient presented with difficulty emptying her bladder on (B)(6) 2014. The patient was treated with flomax and macrobid and given a foley catheter. The catheter was removed on (B)(6) 2014 and the patient was able to void with ease. The investigator of the study assessed the event as related to the index procedure and pelvic floor, but unrelated to the device.

Event description:
It was reported to boston scientific corporation that an uphold lite vaginal support system was implanted into the patient on (B)(6) 2014 as (B)(4) study. According to the complainant, post procedure, the patient presented with difficulty emptying her bladder on (B)(6) 2014. The patient was treated with flomax and macrobid and given a foley catheter. The catheter was removed on (B)(6) 2014 and the patient was able to void with ease. The investigator of the study assessed the event as related to the index procedure and pelvic floor, but unrelated to the device. Additional information received on august 4, 2015. The event of difficulty emptying bladder has been updated to not related to the pelvic floor, procedure, or device.

Manufacturer narrative:
(B)(4).